Manufacturer narrative:
H3, h6) the investigating team reviewed both the surgical planning and workflow. They concluded that the deviations observed in the operating room (or) were most likely caused by a platform shift, with soft tissue pressure acting as a contributing factor. The log files show no indication of excessive force applied to the surgical arm and all planned trajectories were planned with no observable issues. The investigating team has reviewed the matching accuracy of the system. The CT-fluoro matching of the vertebrae were determined acceptable with green values and no shifts were detected between the CT and fluoro images. Previously reported codes b01 and c19 are applicable as well as newly reported code, d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H3, h6) clinical data was received on 03-september-2025 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal, a minimally invasive t10 to l2 procedure. It was reported that post-operative imaging revealed that all screws were shifted to the right, with the left screws shifted into the canal and the right screws shifted further right. It was noted that the surgeon was using a lot of force when inserting the cannula. The patient required a return to surgery for screw adjustment. No patient complications have been reported as a result of this event and there was no surgical delay time. Additional information was received. It was reported that trajectories deviated between 3.5-10 millimeters (mm).